Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported safety reset alarm and that ventilation restarted within the specified timeframe. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported safety reset alarm was due to a transient software issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation, displayed a safety reset alarm and ventilation was manually restarted. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4). Investigation pending.

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation, displayed a safety reset alarm and ventilation was manually restarted. There was no patient harm or serious injury reported as a result of this incident.